Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil and a microcatheter. During the procedure, while advancing the ruby coil through the microcatheter, the ruby coil became stuck in the microcatheter and would not deploy. It was reported that the ruby coil was stretched within the microcatheter. Therefore, the microcatheter was removed with the ruby coil from the patient. The microcatheter was subsequently repositioned to continue the procedure. There was no report of an adverse effect to the patient. It should be noted that the exact event date is unknown. Additionally, the details of the event are based on anecdotal recollection.